Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the use of a resolute onyx drug eluting stent it was reported that the catheter broke inside the guide catheter.

Manufacturer narrative:
Additional information reported that the lesion being treated was in the lad, with 90% stenosis and heavily calcified. It was subsequently reported that the stent did not come detached from the shaft. Detachment was reported in error. It was simply that the device failed to cross the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.